Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Reportedly, the patient¿s device pocket was cultured and it was (B)(6) with (B)(6). The physician then decided to explant the device system. There were no additional adverse patient effects reported. The pacemaker is no longer in service.